Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, a portion of the needle broke and fell into the patient cavity and was retrieved with a grasper. The case was completed with another handle and reload. There was no patient injury.